Manufacturer narrative:
Returned of the tracheostomy tube for failure investigation was requested.

Event description:
The customer reported, there was air leakage of the patient's tracheostomy tube cuff, due to a break of the pilot balloon and inflation line.